Manufacturer narrative:
The "display/readout defect" was due to burnout of the green atrial led.

Event description:
The rptr indicated that when the av is on, there is no green led for the atrium channel.